Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic failure.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "fiber optic failure". A getinge field service engineer (fse) had arrived on the site but couldn't able to duplicate the errors and even no parts were replaced. The equipment had passed all the functional tests.